Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 8300ab aortic valve has been placed under consideration for a valve-in-valve procedure after an unknown implant duration due to calcification.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2. H11: corrected data based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported and learned through medical records that a patient with a 23mm 8300ab aortic valve underwent a valve-in-valve procedure after an implant duration of approximately 10 years due to severe calcific aortic stenosis. The patient presented with symptoms of heart failure nyha class iii. The tavr was performed with a 23mm 9755rsl transcatheter valve. The patient was stable post procedure. Pod#2 per medical records, the patient presented with nyha class iii and shortness of breath. Tee demonstrated bioprosthetic valve with severe stenosis. The patient underwent a tavr procedure and 23mm 9755rsl transcatheter valve was deployed successfully with no complications. Tee demonstrated a well seated valve with no pvl of insufficiency. The patient tolerated the procedure well and was transferred to the cardiovascular recovery unit in stable condition post procedure. The patient was discharged on pod#2.